Event description:
It was reported that during at procedure, the temperature of the catheter was abnormal (about 50 degrees c). The customer changed to another catheter to complete the case. Additional information was requested to the customer to obtain more details regarding temperature issue, according with the response received about temperature issue, the information was evaluated and it was determined that the temperature issue was not a reportable event, however, the physician stated that the case was canceled due to temperature issue and the procedure was rescheduled several days later. Further follow up was performed to obtain additional information about case cancellation. On (B)(4) 2012, the information received stated that the procedure was aborted after a transseptal puncture was done making this event reportable.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA when product analysis report is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during at procedure, the temperature of the catheter was abnormal (about 50° c). The customer changed to another catheter to complete the case. However, the case was cancelled due to the temperature issue and the procedure was rescheduled after a transseptal puncture has been done. Upon receipt of the returned complaint catheter, it was visually inspected and it was found that the connector had green residues. The complaint catheter was tested and passed electrical, temperature and generator tests. Irrigation test was also performed and all the 6 holes flushed properly. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.